Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one blades broken at the base. A piece approximately 2 mm x 5.61 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned not with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument failed. The procedure was completed with no reported injury.